Manufacturer narrative:
The fse found a hole in the tubing through pinch valve pv49 was crimped. The customer straightened the tubing, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter lh 500 hematology analyzer while running controls. The volume of the leak was about 0.5 cc. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.